Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a variance in the lead integrity test (lit) impedance measurements (between 70 - 95 ohms) and the high voltage (hv) defibrillation threshold (dft) test impedance measurements (30 ohms). In addition, the health care professional was able to elicit noise with pocket manipulation.